Event description:
It was reported that post-operatively, the patient's lead became dislodged. It was further noted that the patient had difficult anatomy and did not have visible tissue for lead stability. The physician attempted a lead revision in several positions, however, taking out the j stylet resulted in dislodgement. Ultimately, the physician elected to remove the lead and replace it with another. Once the lead was removed, visual inspection concluded that the lead helix was functioning properly and no tissue was observed on the screw. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.